Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 396 mg/dl while using the ilet system with a contact detach infusion set and a newly prepared cartridge; the user had performed multiple dinner announcements earlier, was counseled to avoid repeated announcements, and insulin delivery was resumed with subsequent blood glucose checks planned under partner monitoring. Symptoms included high blood glucose. Outcomes included no hospitalization and continued monitoring at home. Investigation included software review confirming a completed and verified software update and user counseling on bolus entry behavior. Investigation of this case revealed no device malfunction reported, no leaks observed, and user behavior related to multiple meal announcements as a potential contributor, with insulin therapy resumed without further issue identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.